Event description:
Customer reported a malfunction alarm with code malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and after resetting, the malfunction code did not recur. Customer was instructed to call back if the issue happens again, and they understood they could continue using the pump.